Event description:
Advanced bionics was made aware that the patient suffered a head trauma. The implant area was observed to have swelling and an edema. After the trauma the patient could not hear with the implant. External equipment was exchanged and programming adjustments were made, however, the issue was not resolved.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the patient will not pursue revision surgery at this time. The patient's device remains implanted. A review of device history record was completed and no anomalies were noted. Advanced bionics believes that the patient experienced in-situ failure. This is the final report.